Event description:
At the time of inflation of inoue-balloon catheter, the doctor found acute mitral regurgitation, and the patient had to undergo mitral valve replacement as an emergency procedure. The patient survived after surgery and is doing well on follow-up. The outer latex of the balloon ruptured and the cord of mitral valve ruptured.